Manufacturer narrative:
The technician found the ground pin was loose in the power cord plug. The technician replaced the plug to repair the bed.

Event description:
Information received indicates during an electrical safety test, the ground resistance was unsatisfactory.